Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 74, 68 and 174 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 95 mg/dl and 94 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 74, 68 and 174 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 95 mg/dl and 94 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).